Manufacturer narrative:
Date of event: exact date unknown, event occurred three (3) years ago from the date the manufacturer became aware of the event. Explant date: three years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient had a back surgery. It was unknown if the said surgery was device related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were not returned by the medical facility.